Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to use stress, external factors, or handling which led to the damage of image sensor unit (disconnection, etc.) Or breakage of the mounting components (ic chip [integrated circuit chip], capacitor, etc.) Of the electric board. The instructions for use state the following relevant information pertaining to the suggested phenomenon: "important information ¿ please read before use. ¦precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. ¦inspection of the endoscopic image. Confirm that the wli and nbi [white light imaging and narrow band imaging] endoscopic images (except bf-mp290f) are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿." Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus no image while using evis lucera elite bronchovideoscope. There were no reports of patient or user harm.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the customer's original reported issue of no image was confirmed. Due to damage on the charge coupled device unit, the image is not displayed. The following additional findings were also noted: pinhole on the channel tube, sticky scope connector and scope connector cover unit, bending angle in up direction did not meet the standard value, and a dent on the connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.